Event description:
A pt developed total obstruction of the recently placed left anterior descending drug-eluting cypher stent secondary to acute thrombosis. This occurred 6 days post stenting. Pt underwent ptca of the lad (left anterior descending) stent with 0% residual. Pt was not restented. At discharge pt was weak but able to ambulate short distances with walker, pt was steady on their feet. Pt medically stable for discharge to home.